Event description:
A malfunction was reported with the pump, which declared alarm 20 during use. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl during the issue. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. As a corrective action, technical support arranged to replace the pump, and the customer planned to use multiple daily injections as an interim backup therapy. The customer was informed about returning the faulty pump and placing it into storage mode.